Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "glucose-responsive insulin delivery for type 1 diabetes: the artificial pancreas story", there was the inclusion of an insulin pump user survey across multiple brands. Nearly half of those who responded to the survey reported some form of insulin delivery problems, either due to the infusion set or the actual insulin pump. The pump issues in particular included: no delivery alarms, keypad issues, rewind malfunction, battery compartment problems, display anomalies, and o-ring leakage. The following infusion set problems were also noted: cannula blockage, leakage at the connection site, and kinking. Survey responders also experienced: site infection, bleeding, bruising, pain, soreness, irritation, itchiness, adhesion issues, and lipohypertrophy. Troubleshooting for these issues did not occur. No products have been returned for further analysis as a result of this survey.